Event description:
It was reported that a patient underwent cataract surgeries which the right eye was implanted with an intraocular lens (iol), model zcb00v +23.0 diopter on (B)(6)2022 and the left eye was implant with a dcb00v+22.5d lens on (B)(6)2022. The corrected visual acuities for both eyes reported to be 0.5. The operations for both eyes were completed without problems in exactly ten (10) minutes for each eye with no difference between right and left eye. There has been no problem with the right eye since the surgery. The postoperative examination on day-1 revealed that the naked vision for the left eye was 0.5, a slight fibrin in the anterior chamber was noted and no further symptom of infection was reported. The fibrin disappeared on the following day, and corrected visual acuity became 0.9 on friday (B)(6)2022. The scheduled examination on (B)(6)2022 revealed that the corrected visual acuity was 0.02, fibrin ++ positive in anterior chamber, hypopyon in anterior chamber and invisible fundus were noted. As a result, they decided to perform vitreous surgery which was carried out on the same day with the iol remaining implanted. The course had been good, but the issue reoccurred on (B)(6)2022. A vitreous surgery was performed again, and the iol was removed. The surgical operating time was extended for the re-operation. It is unknown if a replacement lens was implanted. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight: information unknown/not provided. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation the complaint issue reported could not be verified and no product deficiency could be identified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.